Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window.

Event description:
The customer's mother reported that the customer was hospitalized due to low blood glucose levels. The customer had been experiencing low blood glucose levels for eight days prior to the event. The customer's blood glucose was 56 mg/dl at home, but 91 mg/dl at the time of admission. The caller believed that the customer was getting too much insulin, so she changed made a change to the basal rates. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The caller also reported low battery life, and requested a replacement insulin pump. Nothing further was reported.